Event description:
A surgeon reported a pt experienced a vertical posterior capsule (pc) tear during a cataract with intraocular lens implant procedure. The surgeon advised he was using a polymer irrigation/aspiration (I/a) tip during posterior chamber polish. When the reported tear "occurred like a scratch". Viscoelastic was "dropped" into the vitreous cavity and was not able to be removed. The handpiece was exchanged and the procedure was completed. The pt experienced vitritis with no visual effects. The surgeon advised that he did not detect a burr on the tip, or any irregularities on the polymer I/a product. The pt was treated with internal antibiotics for five days to prevent delayed infection.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, the device history record for this complaint could not be reviewed. Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).